Event description:
Ruptured mentor high profile silicone gels in 2011. Silicone spread into dozens of lymph nodes. Three years later diagnosed with severe ra, hlan27 positive, fibro, pituitary tumor, kidney disease, failed adrenals.